Manufacturer narrative:
(B)(6). This report is filed december 20, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer

Manufacturer narrative:
This report is filed march 3, 2014.